Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for low draw volume with the incident lot was not observed. Additionally, draw testing of the customer samples was performed and low draw volume was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "lower than expected vacuum pickup. The bd's consultor has done a visit to the customer to obtain information about the issue. The customer has informed that they were using tubes close to the expiration date and is stated that those tubes have the volume aspirated very below from the reference mark and also the aspiration speed is very slow. The customer is using another lot with longer expiration date and relates that the volume aspirated is closer to the reference mark and faster. Also, it was determined that the tubes is having acceptable aspirated volume with only 0,1 ml below the reference mark (the acceptable variation is +- 10%). This volume was verified with syringes."

Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "lower than expected vacuum pickup. The bd's consulter has done a visit to the customer to obtain information about the issue. The customer has informed that they were using tubes close to the expiration date and is stated that those tubes have the volume aspirated very below from the reference mark and also the aspiration speed is very slow. The customer is using another lot with longer expiration date and relates that the volume aspirated is closer to the reference mark and faster. Also, it was determined that the tubes is having acceptable aspirated volume with only 0,1 ml below the reference mark (the acceptable variation is +- 10%). This volume was verified with syringes."